Event description:
It was reported that occlusion alarms occurred. On (B)(6) 2025, the customer first went to the emergency room and was subsequently hospitalized in the ICU with a blood glucose (bg) level of 1,000 mg/dl, with ketones that were identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. The treatment resolved the issue with no permanent damage. Customer was discharged on (B)(6) 2025.